Event description:
Account alleged that a female pt went to the bathroom and came back and while trying to get into bed, it rolled away from her and she fell. Pt was not injured.

Manufacturer narrative:
Tech found that the bed and brakes functioned as designed. Tech found no issues with the bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.